Manufacturer narrative:
Immucor personnel reviewed the instrument camera image remotely: all 3 screen cells resulted negative and were visually negative cells 1 & 2 are d+. On (B)(6) 2016 the pi lab confirmed the reactivity of the d antigen on retention crrs (3) lot r717 cell I and cell ii with retention anti-d lot dl20612 (dilution 1:1). Controls performed as expected. Cell I and cell ii exhibited 4+ reactivity.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a sample using capture-r ready-screen 3 (crrs 3) on a galileo neo instrument. Patient has a history of anti-d.